Event description:
It was reported that the catheter had an extra ring of plastic at the tip. A 6f runway vl3.5 catheter was selected for treatment, however, an extra ring of plastic at the tip was noted upon opening the device packaging. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event: used (B)(6) 2022 (first day of the bsc aware date month) as the event date was not provided.

Manufacturer narrative:
B3 date of event: used 01-apr-2022 (first day of the bsc aware date month) as the event date was not provided. The device was returned for analysis. The device was visually and microscopically examined. Inspection of the hub, strain relief, shaft and tip revealed kinks in the shaft 1.5cm and 7.5cm proximal of the tip. The tip was folded backward, and the braid was protruding through the pebax. The tip was unfolded during analysis and there was a tear at the crease where the tip was folded. Inspection of the remainder of the device found no other damage or defect. The tip being folded back gave the appearance of an extra ring of plastic but no foreign matter was found.

Event description:
It was reported that the catheter had an extra ring of plastic at the tip. A 6f runway vl3.5 catheter was selected for treatment, however, an extra ring of plastic at the tip was noted upon opening the device packaging. The procedure was completed with another of the same device. No patient complications were reported.